Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported they were informed by their representative that 4 of their leads were "dead" and the event date was may of 2022. Pt was not aware that their 2005 implant was explanted and was exchanged in 2015. Pt stated they had 2 implants and ps reviewed that they had 1 active pump implant and 1 active spinal cord stimulator. Pt stated they were experiencing shocks after being reprogrammed by their representative and couldn't keep their device charged and pt also denied that they were shocked. Pt also noted they had to move 'it' all the time to keep it charged and it took a lot to find the battery so the recharger was replaced. Pt did mention that their representative advised them to have their recharger replaced and ps redirected the pt back to their hcp/representatives instead. Redirected caller: patient's hcp additional information was received from the patient. They reported that they dont know the cause of the leads being dead and the ins shocking after reprogramming. Patient was not aware they were dead until the manufacturer representative (rep) told them after checking them. Patient stated when they recharged them they shocked them. They were just trying to recharge the battery when they were told about the issue. Patient did not call the rep after that because it scared them and they were relocating across the country. Patient did not see the rep again. The issue is not resolved. Their battery was very weak and required almost continuous charging. Patient could not wear it for 6 hours without the risk of the battery not being able to take a charge again. Patient reiterated they are afraid of it. Additional information was received; patient repeated previously reported information. Patient reported the stimulator hasn't worked for a couple years. Patient stated the leads were shocking her and they had to turn off the therapy and they haven't been able to charge the implanted neurostimulators for couple year. Patient reported they met with medtronic representative about 2.5 years ago and they checked all the leads and 4 of the leads are displaced and not connecting. Patient mentioned they have been having hair stimulation on her head for years and its fine. Patient stated they like to get the ins replace.

Manufacturer narrative:
Continuation of d10: product ID 377845 serial# (B)(6) implanted: (B)(6) 2005, product type lead; product ID 3708140 serial# (B)(6) implanted: (B)(6) 2005 product type extension; product ID 3708140 serial# (B)(6) implanted: (B)(6) 2005 product type extension; product ID 377845 serial# (B)(6) implanted: (B)(6) 2005 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 377845, serial/lot #: (B)(6), ; product ID: 3708140, serial/lot #: (B)(6) ubd: 28-jan-2009, UDI#: (B)(4) ; product ID: 3708140, serial/lot #: (B)(6) ubd: 28-jan-2009, UDI#: (B)(4) ; product ID: 377845, serial/lot #: (B)(6) ubd: 28-jan-2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.